Event description:
It was reported that ongoing occlusion alarms occurred. Subsequently, the customer was hospitalized. Customer declined to provide additional information with tandem technical support. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using humalog insulin. Tandem customer technical support informed customer that humalog insulin is indicated for use with tandem supplies for 2 days. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer reverted to an alternate method insulin therapy.

Event description:
It was reported that ongoing occlusion alarms occurred. Subsequently, the customer was hospitalized. Customer declined to provide additional information with tandem technical support. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using humalog insulin. Tandem customer technical support informed customer that humalog insulin is indicated for use with tandem supplies for 2 days. Troubleshooting determined the blockage to be within the cartridge. The customer declined to change the pump supplies. Reportedly, the customer reverted to an alternate method insulin therapy.